Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Customer cleared the occlusion alarm and delivered a correction bolus. Customer¿s blood glucose level was 360 mg/dl.